Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported via voicemail on (B)(6) 2018 that a female consumer had a permanent scar on her eye with an unspecified location after contact lens wear. The consumer also added that there was a little reduction on her vision for more than 2 weeks. Additional information was requested upon initial assessment. Further details were provided via telephone on 09jan2018 indicating that the consumer had an unspecified infection and continuously visited her eye doctor for the last seven days. It was claimed that the unspecified infection was resolved and that the consumer requested for an explanation. On 10jan2018, additional data was given via telephone specifying that the consumer developed a permanent scar after experiencing an unspecified corneal ulcer on her left eye. The consumer noted that the symptoms were resolved, however the treatment provided and the laboratory tests done were not disclosed. Further information has been requested but has not been received. Once details are available, this record will be updated accordingly. Additional information were received on 07feb2018 confirming that the consumer was given besivance ophthalmic antibiotic drops, however the frequency and dosage was not disclosed. The female consumer noted the her corrected sight is slightly worse after the infection (corrected 20/25 instead of 20/20). (B)(4).

Event description:
Further details were received on 09feb2018 confirming the visits of the consumer. The event started with the consumer experiencing pain, redness, irritation, light sensitivity, difference in pupils and blurry vision on her right eye on (B)(6) 2017 after using a new set of lenses. Diffuse superficial punctuate keratitis and trace anterior chamber cell was seen upon slit lamp fluorescein exam. The consumer was then given proparacaine to improve pain and was advised to remove lenses every night. Contact lens use was discontinued for one week. Ofloxacin three times daily for one week was prescribed for infection and cyclopentolate hydrochloride for light sensitivity. Follow up visit was scheduled a week after. Second visit was on (B)(6) 2017, consumer sought medical help again due to pain and eye redness. Marginal corneal ulcer was diagnosed with dermatochalasis and dry eye. Ofloxacin was discontinued and the consumer was given besifloxacin opthalmic suspension, 0.6% for the right eye, one drop every hour today and four times daily starting tomorrow. Culture tests were done and return visit was scheduled after one day. Third visit was on (B)(6) 2017, consumer visited physician for corneal ulcer follow up. Inflammation is getting better, however vision is still blurry. Consumer was given artificial tears one drop as directed in both eyes, besifloxacin opthalmic suspension, 0.6% one drop as directed in right eye, cyclosporine opthalmic emulsion, 0.05% eye drops, one drop twice daily in both eyes and antibiotic ointment four times daily on right eye and was advised not to rub eye. Follow up visit was scheduled a week after. Fourth visit was on (B)(6) 2017, consumer visited for scheduled follow up and confirmed feeling better after using besifloxacin opthalmic suspension and was advised to continue using the medication prescribed. Follow up was scheduled two days after. Fifth visit was on (B)(6) 2017, consumer¿s visual acuity had improved but not as well as normal. Consumer was prescribed with besifloxacin opthalmic suspension, 0.6% one drop four times daily for the right eye to continue for another four days until bottle runs out, and hydroxypropyl methylcellulose opthalmic gel to be applied on the white part of the eye four times daily on the right eye. Follow up visit was scheduled a week after. Sixth visit was on (B)(6) 2017, confirmed that symptoms had resolved and eyes are back to normal. Besifloxacin opthalmic suspension, 0.6% one drop four times daily on the right eye has been discontinued on (B)(6) 2017 as instructed. Consumer was advised to continue hydroxypropyl methylcellulose opthalmic gel as necessary on both eyes and cyclosporine opthalmic emulsion, 0.05% eye drops, one drop twice daily on both eyes. Consumer was advised to resume contact lens wear without overnight use. Follow up visit as necessary. A call was made on (B)(6) 2018, received from ttw confirming that the consumer reported on (B)(6) 2017 noting that she woke up with discharges on her eyes and was worried for another infection. The consumer still uses artificial tears and punctual plugs were inserted last (B)(6) 2017. ICD-9 and ICD-10-cm diagnosis codes and descriptions: (B)(6) 2017, h18.821 (371.82) contact lens overwear of right eye ¿ new (B)(6) 2017, h57.11 (379.91) acute pain in right eye ¿ new (B)(6) 2017, h16.041 (370.01) marginal corneal ulcer of right eye - new (B)(6) 2017, h02.839 (374.87) dermatochalasis -stable (B)(6) 2017, h16.223 (370.8) bilateral keratitis sicca, new (B)(6) 2017, h18.821 (371.82) contact lens overwear of right eye (B)(6) 2017, h16.041 (370.01) marginal corneal ulcer of right eye - improving (B)(6) 2017, h02.839 (374.87) dermatochalasis -stable (B)(6) 2017, h16.223 (370.8) bilateral keratitis sicca, stable (B)(6) 2017, h16.041 (370.01) marginal corneal ulcer of right eye - improving (B)(6) 2017, h16.001 (370.00) corneal ulcer of right eye (B)(6) 2017, h16.223 (370.8) bilateral keratitis sicca (B)(6) 2017, h18.829 (371.82) contact lens overwear (B)(6) 2017, h52.00 (367.0) hyperopia (B)(6) 2017, h16.001 (370.00) corneal ulcer of right eye - improving (B)(6) 2017, h16.041 (370.01) marginal corneal ulcer of right eye - improving (B)(6) 2017, h18.829 (371.82) contact lens overwear - stable (B)(6) 2017, h16.223 (370.8) bilateral keratitis sicca - stable (B)(6) 2017, h52.00 (367.0) hyperopia - stable. Additional details will be requested to confirm resolution and medical records for the recent visit. On 13feb2018, it was validated that all medical records were sent and a positive resolution on all adverse events has been confirmed. No further data needed on this complaint.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot 31242624 has been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. Additional details were received on 09feb2018 confirming the symptoms experienced by the consumer associated with corneal ulcer. (B)(4).